Manufacturer narrative:
The consumer reported experiencing stinging & burning after use of the product. There was no report of a medical evaluation or medical treatment associated with their experience. The consumer reported the symptoms subsided over time. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer recovered. The product was not returned, and the lot number was not reported.

Event description:
The consumer reported experiencing stinging & burning after use of the product. There was no report of a medical evaluation or medical treatment associated with their experience. The consumer reported the symptoms subsided over time. The complaint suggest the device may have malfunctioned as a result of variability of neutralization.